Event description:
Tip of curved tenotomy scissors broke off in the pt's right ankle while inserting the bone implant. The surgeons removed it by removing the bone implant, and the tip came out. Tip of the scissors and scissors removed from room and saved. Tip and scissors were sterilized and returned to MFR per their request.